Event description:
It was reported that the patient experienced a loss of therapeutic effect due to a lead migration. Stimulation stopped two weeks ago and the patient's hcp determined that 'there were issues'. The patient experienced increased pain and there was no event that contributed to the change in stimulation. The patient was going to undergo an x-ray at a later time to determine the lead location then undergo a revision. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model: 3888-45, lot#: v872519, implanted: (B)(6) 2012, explanted: na; lead model: 3888-45, lot#: v872519, implanted: (B)(6) 2012, explanted: na; lead model: 3777-60, lot#: v131748024, implanted: (B)(6) 2012, explanted: na; extension model: 3708220, serial#: (B)(4), implanted: (B)(6) 2012, explanted: na. (B)(4).

Event description:
Follow up information received reported confirmed that the event was caused by lead migration. The physician performed a lead revision on (B)(6), 2012. The patient outcome was reported as recovered without sequelae.